Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 the patient underwent a biopsy procedure. During an ultrasound guided breast biopsy through hard density tissue, the device needle was allegedly bent and difficult to remove from the patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two maxcore biopsy devices in half primed positions and in which one device's stylet (sample notch) was noted to be bent (right side device). No additional anomalies were observed. Based on the photo review, the reported bent issue can be confirmed for one device. However, due to the absence of supporting evidence, the reported material twisted /bent remains inconclusive for the remaining one device and the investigation is inconclusive for reported difficult to remove for both the devices as no evidence was provided. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using maxcore device. During an ultrasound guided breast biopsy through hard density tissue, the device needle was allegedly bent and difficult to remove from the patient. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.